Event description:
The pt implanted with this cardiac resynchronization therapy defibrillator (crt-d) expired in 2003. An allegation was made by attorney that this crt-d caused or contributed to this pt's death.